Manufacturer narrative:
The returned device was evaluated. Part of the distal end of the drive feature has fractured off; the complaint is confirmed. Off-axis force which exceeded the driver's capability likely contributed to this event. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a revision surgery due to adjacent level disease and pain, the surgeon had a difficult time removing a previously implanted screw and the tip of the removal tool broke off under extreme stress while trying to remove the screw. The small, 2mm piece that broke off was removed from the patient. There were no patient injuries associated with this event.